Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tip of bone pin was broken in the surgical field. After surgical procedure, this was noticed because of x-ray. Extraction was not performed, and the surgery was finished with broken piece left in the patient body. Case type: tka.

Manufacturer narrative:
Reported event: the tip of bone pin was broken in the surgical field. After surgical procedure, this was noticed because of x-ray. Extraction was not performed, and the surgery was finished with broken piece left in the patient body. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: review of the product history records indicate 1053 devices were manufactured under lot no w55315-2 and accepted into final stock on 04/20/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w55315-2 shows one additional complaints related to the failure in this investigation, (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs 1470754 and CAPA 1480798 are associated with the product and failure mode reported.

Event description:
The tip of bone pin was broken in the surgical field. After surgical procedure, this was noticed because of x-ray. Extraction was not performed, and the surgery was finished with broken piece left in the patient body. Case type: tka.